Event description:
Malfunction was reported to esaote by service personnel; if certain keys are pressed during rest ECG procedure, ECG data may be assigned to the wrong pt; no report of injuries associated with this malfunction have been reported.